Event description:
Caller reported a malfunction on pump with no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, which resolved the issue, allowing customer to continue using pump. Caller was instructed to call back if malfunction code recurs and acknowledged the guidance provided.